Event description:
It was reported that pump battery depleted by about 35 percent per day and touchscreen timed out too quickly and sometimes did not respond to touch. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, no additional troubleshooting details were obtained, and customer was reported to be out of warranty and in process of obtaining new device.